Event description:
It was reported that the patient was not using her therapy and did not have therapeutic effect. Stimulation in the wrong location was reported. The therapy worked for only one week after surgery. It was stated "she called one time and someone helped her to turn it on and adjust and it worked for that day." It stimulated her arm and not her hand. She was not using the therapy and wanted to have it explanted. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3986a60, lot# n082356, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).